Event description:
Set, infusion minimed # mmt-390. Total failure of all sets of multiple recent lots supplied by the (B)(6) pharmacy. I just started on a 2 month vacation. The boxed minimed #mmt-390 infusion sets were too bulky for luggage so I removed them from the packaging and packed them in about 1/4 the space inside a sealed rubber-maid type container. I put a cotton swap with rubbing alcohol in the top of the container to sterilize the contents without any liquid alcohol touching them (just fumes). It drastically weakened the glue that attaches the tube from the insulin pump onto the part that attaches to my body. The tube just falls off. Since minimed #mmt-390 infusion sets were designed to be around alcohol swabs, I never thought they'd use cheap glue that cannot be around alcohol fumes. Note: the design of many minimed #mmt - 390 infusion sets probably use the same glue. I saved all but a half dozen sets by using a 5-minute epoxy to seal all around the tubes before the tubes fell out. Normally, I'd try to get them replaced but I am on the road with no doctor support or local address. Note: your software required me to check all 11 top boxes before I could proceed.